Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: cut in the black power lead. The system controller is being evaluated for a pump stop event. The system controller (serial #: (B)(4)) was returned for analysis and a log file (b9141245) was submitted for review with events spanning approximately 7 days ((B)(6) 2022) per time stamp). On (B)(6) 2022 at 08:30:14 a pump stop event was captured. Additional pump stop and low speed operation events were captured between 01:17:28 on (B)(6) 2022 and 03:56:07 on (B)(6) 2022. The majority of these events appeared to be transient; however, between 03:37:45 and 03:48:43 on (B)(6) 2022, the pump did not maintain speed at or above the lsl and multiple pump stops were captured. The abnormal pump behavior was associated with low speed advisory, low speed hazard, and low flow hazard events and occurred while the patient was operating on 14 volt batteries and the power module. Based on previous complaint experience, the type of behavior captured within log file could be indicative of a potential driveline issue, resulting from a phase-to-phase short. It should be noted that no external power, low battery hazard, and backup battery in use events were captured during the abnormal pump operation which appeared to be associated with the suspected driveline damage pulling down the voltage. A log file was downloaded from the returned system controller for review with events spanning approximately 16 days ((B)(6) 2022 per time stamp). On (B)(6) 2022 at 19:00:39 when the pump speed dropped to 560 rpm. This abnormal pump behavior was associated with low speed advisory, low speed hazard, and low flow hazard events and occurred while the patient was operating on 14 volt batteries. Based on previous complaint experience, the type of behavior captured within log file could be indicative of a potential driveline issue, resulting from a phase-to-phase short. It should be noted that no external power, low battery hazard, and backup battery in use events were captured during the abnormal pump operation which appeared to be associated with the suspected driveline damage pulling down the voltage. The driveline was disconnected at (B)(6) 2022 at 14:41:34. The driveline was reconnected and disconnected again at 14:49:58 for a system controller exchange. The returned system controller underwent preliminary and functional testing and functioned as intended. The reported event could not be correlated to an issue with the returned system controller. The system controller was connected to a mock loop for extended operation and was able to support the pump with no issues. The device history records were reviewed for the system controller (serial #: (B)(4)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate ii instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including pump stop, low speed, low flow, no external power, and replace controller alarms. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2022-13912. It was reported that the system controller was exchanged and upon investigation a cut in the power cable was found.